Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown because the package was open and the tear was visible which does not follow procedure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone catheter. The catheter balloon was torn (0.4625"), and there were no missing pieces found. A potential failure mode could be "balloon deflates, balloon burst, balloon pinholes" a potential root cause for this failure could be "tooling damaged (core pins)" the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient and the user found the balloon burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient and the user found the balloon burst.